Manufacturer narrative:
No complaint was received with the return of the device. As received, a partial lead was returned in nine pieces. Failure event observed during analysis. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the external insulation abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.